Manufacturer narrative:
The insulin pump was received with normal operating currents. There was no unexpected off no power, battery out limit, and low battery alarm noted. The test minilink transmitter communicates properly to the pump. There was no unexpected lost sensor and weak signal alarm noted. The pump passed the unexpected restart error test and there was no unexpected restart alarm noted. However, there was a compromised force sensor system alarm during the prime/compromised force sensor system alarm test at 4 lbs due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has been getting low sensor alerts and weak signal alerts. Customer stated that the pump is communicating with the transmitter. Customer's blood glucose is 161 mg/dl. Customer stated that he was receiving a compromised force sensor system alarm. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that he changed it out after receiving a low battery alert. Customer stated that the pump alarmed off no power and the customer inserted another battery. Customer stated that the pump alarmed battery out limit. Customer was prompted to set the time and date. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.